Event description:
On (B)(6), patient was hospitalized due to infection and no greatbatch (gbm) lead was implanted. On (B)(6), myopore lead was implanted. Post implant, the right ventricular (rv) threshold was good but 7 days later there was a progressive increase of rv lead thresholds with no possibility to pace efficiency. Physician decided to implant a new device (aveir leadless pacemaker) and myopore lead was explanted on (B)(6). No known consequences or impacts to the patient.